Event description:
Caller reported nano smartview system blood glucose results: 4:23pm 230 mg/dl 4:25pm 125 mg/dl 4:26pm 214 mg/dl 4:27pm 120 mg/dl 4:33pm 139 mg/dl 4:35pm 133 mg/dl no adverse event was reported. A request was made for the return of the system.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.